Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("left ovarian cyst") in a 40-year-old female patient who had essure (ess205) (batch no. 508837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2005. Concurrent conditions included gerd (prilosec daily), obesity (bmi: > 34.2), migraine and adenomyosis. Concomitant products included melatonin for pelvic pain as well as ascorbic acid, mometasone furoate (flonase), omeprazole (prilosec), prochlorperazine, tocopherol and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus"), abdominal pain lower ("pain: rlq") and abdominal pain ("pain: cramping abdomen"). The patient was treated with ibuprofen and surgery (endometrial ablation in 2007, left ovarian cyst removed during hysterectomy and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, ovarian cyst, vaginal haemorrhage, migraine, headache, device expulsion, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2006 revealed insertion detail: approximately 5 coils were visible on patient¿s right and approximately 3 coils were visualized in to the uterine cavity on the patient¿s left. On (B)(6) 2013: surgical pathology report revealed bilateral fallopian tubes: complete cross sections of bilateral fallopian tubes identified. Benign paratubal cyst is present. Uterus with essure coils: cervix without diagnostic abnormalities, endometrium of secretory type, myometrium with adenomyosis. Left ovarian cyst, excision: corpus luteum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound scan - on (B)(6) 2007: septated uterus with completely separate endometrial cavities down to the level of the cervix, with also heterogeneous myometrium posteriorly, consistent with disordered myometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain." Lot number reported 508837 is invalid. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is invalid). Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("left ovarian cyst") in a (B)(6) female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2005. Concurrent conditions included gerd (prilosec daily), obesity (bmi: > 34.2), migraine and adenomyosis. Concomitant products included melatonin for pelvic pain as well as ascorbic acid, mometasone furoate (flonase), omeprazole (prilosec), prochlorperazine, tocopherol and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus"), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("pain: rlq") and abdominal pain ("pain: cramping abdomen"). The patient was treated with ibuprofen and surgery (endometrial ablation in 2007, left ovarian cyst removed during hysterectomy and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, migraine, headache, device expulsion, dysmenorrhoea, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2006 revealed insertion detail: approximately 5 coils were visible on patient¿s right and approximately 3 coils were visualized in to the uterine cavity on the patient¿s left. On (B)(6) 2013: surgical pathology report revealed bilateral fallopian tubes: complete cross sections of bilateral fallopian tubes identified. Benign paratubal cyst is present. Uterus with essure coils: cervix without diagnostic abnormalities, endometrium of secretory type, myometrium with adenomyosis. Left ovarian cyst, excision: corpus luteum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound scan - on (B)(6) 2007: septated uterus with completely separate endometrial cavities down to the level of the cervix, with also heterogeneous myometrium posteriorly, consistent with disordered myometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain." Most recent follow-up information incorporated above includes: on 1-may-2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns 40 year old patient. Her historical and concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion/removal date was added. Essure lot number was added. Her concomitant/treatment medication was added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia), migraine, headache, dysmenorrhea (cramping), migration of essure device location of device: uterus, left ovarian cyst, in: rlq (right lower quadrant pain and pain: cramping abdomen were added. She had recovered from following events: pelvic pain and abdominal pain. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.